Event description:
Procedure type: unknown, according to the reporter: after 2 fistulas out of 4 cases, a surgeon well trained got a death. To date, the pt information, the product ID, product lot number, reporting facility, or a general description of the event have not been provided.